Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Evaluation of implantable catheter product ID 8780 serial number (B)(4) revealed damage to the transition tubing and revealed that the seal in the cup of the sutureless connector was malformed. The catheter passed pressure leak testing in the lab, and was found to be patent. All previously, and currently applied codes, are only applicable for catheter product ID 8780 serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump and catheter segment were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8785, lot# n352389, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml; 180 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. Other medications the patient was taking at time of the event were citalopram and sinemet. Patient weight was (B)(6). Medical history was traumatic brain injury (tbi), spasticity, and seizures. The date of the event was (B)(6) 2017 during a procedure. It was reported the pump was being replaced due to expected end of service (eos). Upon exposure of the pump-catheter connector site, the neurosurgeon stated there was scar tissue that had grown over the sutureless connector. After attempts to disconnect the existing implanted catheter from the pump, the hcp felt he could not do so without impacting the integrity of the catheter. The catheter was replaced on (B)(6) 2017. The implanted catheter was trimmed 2 cm above the collet connecting the proximal 8785 and distal 8780 segments of catheter segments, then spliced on the 27.9 cm pump segment from new 8780 catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The rate of infusion prior to surgery was 180 mcg/day; after surgery on (B)(6) 2017, the infusion rate started at 145 mcg/day simple continuous. The issue was resolved. Patient status was alive - no injury. No further complications were reported.